Event description:
It was reported that the device was programmed to infuse a primary infusion of normal saline at 25ml/hour but instead infused at 250ml/hour. There was no patient harm.

Manufacturer narrative:
The reported complaint that an infusion programmed at a rate of 25ml/hr instead infused at 250ml/hr was not confirmed or replicated during testing. The source pump module was received in good condition. The review of the pcu event log identified an infusion of ivf maintenance fluid (drug ID 1), which was programmed to infuse at 25ml/hr. The infusion was stopped after approximately 3 hours when the source pump module is channeled off. The total volume infused is 74.9ml testing performed on the source pump module found the device delivering fluid in specification. Concentricity inspection performed on pumping segment of the returned used administration set found the segment in specification. The source pump module¿s pumping mechanism was examined. There were no irregularities

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Ethnicity: white. Additional patient information is unknown per reporter.

Event description:
It was reported that the device was programmed to infuse a primary infusion of normal saline at 25ml/hour but instead infused at 250ml/hour. There was no patient harm.